Event description:
After the first unsuccessful shock delivered, finding of oversensing in far-field and atrial channels. The same happened at the second delivered shock. The patient was symptomatic, and he fainted. Patient was hospitalized. The center is planning a lead revision. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.